Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dialysis, it was found that the transparent silicone tube for the venous end was leaking. Tiny cracks were found on the product where the leak was observed. It was said that the patient urgently needed dialysis, surgery was not urgent, and the clinic wanted to replace the tube to emergency. Also, regarding the detachment of the extension tube from the bifurcate, it did not fell off (no shedding), it was the bad section that they wanted to replace in an emergency and they came to temporary dialysis. The catheter was replaced as medical intervention/treatment provided due to the event and to resolve the issue (no treatment was done to resolve the issue). Nothing unusual observed prior to dialysis. Iodophor was the cleaning agent/method used on the device and used to clean the adapters. Iodophor disinfection was done on the insertion site prior to product placement. The cleaning agent(s) was allowed to keep dry thoroughly prior to applying ointment(s) to the area. Tego was not utilized. There was no luer adapter issue. No ther products being utilized with the device. The clamps were moved irregularly to a new location after each treatment. There was a small amount of blood loss, about 5ml. No blood transfusion required. Treatment was said to be completed. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted that only the blue luer adapter, extension tube and clamp were received. The blue luer adapter was disengaged. The extension tube, clamp and appeared intact. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.